Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that pt's ipg is inoperable. In turn, the charger and programmer can no longer communicate with the ipg. A replacement charger was sent to the pt to provide resolution to no avail. It was also reported, the pt does not remember the last time he recharged the ipg. As a result, the pt will undergo surgical intervention.